Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 302 mg/dl and 129 mg/dl 2. 542 mg/dl and 175 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, the test strips have all been used. Replacement was sent.